Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, a "no cartridge detected" warning occurred once after performing the rewind and load steps. The force sensor calibration and resistance reading was found to be within specifications. There was no damage found to the force sensor assembly. There was no cause found for the "no cartridge detected" warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Correction number - 2531779-03/24/2010-003-r.

Event description:
The patient's mother reported that the pump dispensed insulin during the load cartridge step. The patient's mother indicated that the pump dispensed all of the insulin 2 times. The patients mother attempted to use saline and the saline was dispensed during the load step.